Event description:
The physician attempted to place a percutaneous endoscopic gastrostomy (peg) tube. The physician made an incision and placed a trocar. The needle of the trocar was removed in order to feed the blue insertion wire. Once the needle was removed the trocar catheter retracted into the abdominal wall. The physician was no longer able to visualize the trocar catheter. A second peg kit was obtained and the process was repeated. The trocar retracted again after the needle was removed. The physician decided to stop the placement of the peg tube. The incision was cleaned and a dressing applied. The patient was taken to recovery. No untoward patient effects.